Event description:
Machine gives the alarm 'extreme negative access pressure.' After that the nurse discovers that the machine has emptied a full 20 ml heparin syringe into the pt. The pt was treated with konakion. No other injuries to the pt. No blood loss was observed in the pt.

Manufacturer narrative:
The data files were requested, but were unavailable. The pt was treated with konakion. No blood loss or other injuries were observed with the pt. The MFR will conduct further investigation of this incident, and a follow-up report will be submitted when the investigation has been completed.